Event description:
Lead assessment, potential lead-lead interactions/oversensing observations: rv(right ventricular) lead integrity warning on (B)(6) 2023 (2 or more criteria met). Review high rate-ns episodes, sensing integrity counter (short v-v intervals) and rv lead impedance. The oldest hrns episode associated with this observation is dated (B)(6) 2023. Alert: rvtip to rv(right ventricular) coil lead impedance warning on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).